Event description:
Customer reported hospitalization due to high blood glucose readings. Customer states via phone call that the blood glucose readings are high. The blood glucose reading is 437 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.